Manufacturer narrative:
(B)(4). Evaluation, methods (films). Evaluation, results: inherent risk of procedure (occlusion); (unknown cause of event; however the patient did not return for follow-up). Evaluation, conclusion: (unknown cause of event; however the patient did not return for follow-up).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were reported as straightforward anatomy, the proximal neck was 25-24 in diameter for 25mm, aaa was saccular and measured 55x54, distal aorta measured 48x40. Rcia 14-12-13 for 35mm and lcia was 15-15-13 for 35mm, good access vessels on both sides. It was reported that the patient never returned for follow up appointments, until presenting with abdominal pain, the aaa now measures 62x62. The CT shows a right distal type 1b endoleak. The right iliac limb was up inside the aaa sac and the left iliac limb was in the common iliac artery less than 1cm but without an endoleak. The physician elected to implant a talent extension on the right side, and on the left an aneurx limb. Excellent final angiogram and the patient was sent to step down ICU and discharged on the first post-op day. No additional clinical sequelae were reported and the patient is fine. The film evaluation has been completed. The review of returned films post implant show the stent graft positioned just below the renals. The ipsilateral limb was on the right side. There is lack of distal sealing on the ipsilateral limb (the limb is in the sac) and there is a distal type I endoleak. The left limb has minimal seal, but no obvious endoleak is seen. The aaa is 6 x 6.4cm. Angiograms showed that an ipsilateral extension was placed extending approximately 3cm into the right iliac, and a contra extension was placed extending approximately 2cm into the left iliac artery. Final angiogram showed that the distal endoleak on the right side had resolved. Images immediately post-implant were not available; the amount of iliac seal length at implant is unknown.